Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. One implant was returned for investigation. Visual evaluation of the as returned implant identified that the implant fractured at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.pre-existing condition noted on the per was high bone density (type I). The reported device was at tooth location 36 (universal) for approximately 7 year, 5 months.the customer did not provide x-rays or images. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants ¿ ifu4869 rev 9 ¿ 10/2019. Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review was completed for the subject lot number, 1224233. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant'. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant at tooth location 36 was removed due to implant fracture at implant collar. Additional appointment required: yes, to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Premarket identification k013227.